Event description:
The patient underwent surgery for "thoracolumbar spinal stenosis with spinal cord injury (asia grade c)". During the surgery, fluid gelatin was used to stop bleeding in the spinal canal, and the surgery went smoothly. After the surgery, symptomatic treatments such as infection prevention, pain relief, and swelling reduction were given. During hospitalization, the patient complained of cough and expectoration, and improved lung CT to prompt pleural effusion. On the 24th day after the operation, percutaneous drainage was placed in the right chest under the guidance of ultrasound, and the culture results showed that gram positive cocci (+). The clinical pharmacy department was asked to adjust the antibiotic to cefoperazone sulbactam for symptomatic treatment, but the symptoms did not improve significantly. On the 30th day after the operation, the operation process of "right chest exploration with the assistance of thoracoscope+resection of diseased lung tissue+closed thoracic drainage" under general anesthesia was smooth. Due to the patient's severe condition and unstable vital signs, they were transferred to the intensive care unit for observation and treatment. After their vital signs stabilized, they continued to be transferred to our department for treatment and received symptomatic supportive treatment. On the 33rd day after surgery, drainage tube culture was performed, and the result showed "positive for enterococcus faecalis". The revised diagnosis was lumbar postoperative infection. For vancomycin, we asked the pharmacy department to adjust the antibiotic to cefoperazone sulbactam+linezolid combined with anti infection treatment. Long term bed rest after surgery, severe pulmonary infection; the surgical incision is long, the wound healing is poor, anemia is severe, and the general condition is poor. It is recommended that the patient be transferred to the intensive care unit of our hospital for further treatment. After the general condition stabilizes, it is necessary to perform chest, waist, and back debridement exploration surgery if necessary. The patient and their family refused to be transferred to the intensive care unit, refused to undergo debridement exploration and surgical treatment, and strongly demanded to be discharged and return home. Fully inform the patient and their family that the patient's current general condition is poor and may worsen at any time, endangering their life. Instruct them to immediately go to the local hospital's intensive care unit for further diagnosis and treatment after returning home, closely monitor wound healing, control pulmonary infection, promptly administer red blood cells and platelets to correct anemia and coagulation dysfunction, regularly review electrolyte and other related indicators, and treat electrolyte disorders accordingly. No product is available for evaluation patient: 41-year-old female. Event date: 08/10/2024. Procedure date: (B)(6) 2024. Additional information was received stating: "contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown." How much surgiflo was used? "No answer". Was surgiflo removed or left in the patient after hemostasis? "No answer". How long was the initial surgery? "No answer". What is the surgeon's opinion of why the patient experienced an infection? "No answer". What is the patient's medical history "no answer".